Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a4: weight: unknown/not provided. Section d6a. If implanted, give date: not applicable, as the lens was not implanted. Section d6b. If explanted, give date: not applicable, as the lens was not implanted. Section h3: the device was not returned for evaluation as the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the preloaded multifocal intraocular lens (iol) into the patient¿s left eye, it was noticed that the trailing haptic was bent and was unable to be implanted. There was patient contact. No medical or surgical intervention was required. There was no patient injury. The patient outcome was reported as okay. It was noted that the lens was not stuck in the cartridge and the issue was seen before ¿loading¿. The device was discarded. No further information was provided.